Event description:
Pt underwent radical prostatectomy in 2001. Pt discharged 4 days later with drain. Drain was removed in office the next day. When removed, the drain broke off in the pt. Pt had to be returned to the hosp for removal pf the drain.